Event description:
A report of insufficient therapy was received. Troubleshooting showed that some of the contacts on the leads were not functioning. Attempts were made to reprogram the pt, but sufficient stimulation/pain coverage could not be recaptured. The pt had the leads replaced and is reportedly doing well.